Event description:
The case was aneurysm coil embolization procedure. During procedure, the orbit rdfl complex mini coil was stretched. Guiding catheter was envoy 6f mpd, microcatheter was prowler select lp es 45, microguidewire was agility 14 soft. Patient's data was unknown. Additionally it was reported that there were no damages noticed after the (mc) microcatheter was reshaped, and no resistance at any time during advancement of the coil through the mc. However, resistance occurred with the distal shaft, but there were no kinks on the mc that may have contributed to the event. The event occurred during insertion through the microcatheter prior to exiting the mc, but no additional force was utilized to advance or remove the coil/delivery system. After the event, the whole system was withdrawn and another mc and coil were utilized to complete the procedure. After removal, the mc was not damaged.

Manufacturer narrative:
This one of three products used during the same procedure on the same patient, which is associated with MFR reports # 1058196-2010-00093 and 1058196-2010-00098. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
During a coil embolization of an unknown aneurysm, the trufill dcs orbit coil stretched. The event occurred during insertion through the prowler select lpes microcatheter prior to exiting the microcatheter, but no additional force was utilized to advance or remove the coil/delivery system. After the event, the whole system was withdrawn and another noncordis microcatheter and unknown coil were utilized to complete the procedure. After removal, the microcatheter was not damaged and no kinks were noted on the device. Prior to the event, there were no damages noted after the prowler select lpes microcatheter was re-shaped. It was indicated that there was no resistance at any time during the advancement of the coil through the microcatheter prior to resistance at the distal shaft. No further procedural information has be obtainable. The prowler select lpes microcatheter was not returned and the lot number is not known; therefore, no further analysis or device history record review can be performed. It is possible that procedural factors/vessel characteristics may have contributed to the difficulty encountered/interaction with the trufill dcs coil at the distal end of the prowler microcatheter; however, based on the limited information and without the return of the microcatheter for analysis, no conclusion can be made. Therefore, no corrective actions will be taken. This one of three products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00093 and 1058196-2010-00098